Manufacturer narrative:
(B)(4). Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the dc motor adaptor and uniboard to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported they are returned their unit for service. Description of failure: first error code l3-017 and then error code l3-002. No further info is available. No reported patient consequence.